Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the inferior plate and the polyethelyne insert have disassembled from the peek cartridge. The superior plate was still assembled to the cartridge. The item could be fully disassembled and reassembled using a mating inserter with no difficulty. Potential cause root cause was unable to be determined. This event could possibly be attributed to adjusting the implant after inserting it into the patient. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported after a mobi-c implant was installed, it was found that it needed to be repositioned to be more midline. As it was being removed, the implant disassembled from the cartridge. The implant was removed and another implant of the same size was used to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported after a mobi-c implant was installed, it was found that it needed to be repositioned to be more midline. As it was being removed, the implant disassembled from the cartridge. The implant was removed and another implant of the same size was used to complete the procedure without patient impacts.